Event description:
It was further reported that the shaft was broken 20cm from the hub. The device was removed completely by pulling it through the remaining intact shaft.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the shaft was broken 20cm from the hub. The device was removed completely by pulling it through the remaining intact shaft.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 197mm distal from the strain relief. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found stent struts at the distal end of the crimped stent were lifted upwards from the stent profile and the entire proximal portion of the crimped stent was damaged with stent struts distorted, bunched distally and lifted upwards from the stent profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left coronary artery. A 2.50x32mm promus element¿ plus drug eluting stent was advanced to treat the lesion but the catheter was kinked and broken outside the patient. The stent was withdrawn and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.